Event description:
Permanent pacemaker insertion in 1986 for high degree av block. The battery was changed - 1992. On pacemaker follow up there was evidence of oversensing and loss of capture in the atrial lead. She had a co lead, the ventricle which is under recall observation as well.